Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the handpiece kept failing to recognize this disposable. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned was in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. There was no recognition issue noted during testing. The device was functionally tested with a generator. The instrument was recognized by the generator. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade""followed by a ¿replace instrument¿ screen later in the procedure. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.